Event description:
Home pt (hp) reports disconnecting the pt line of his homechoice set from the transfer set during apd treatment. Baxter technician assisted hp in ending treatment early. Wife reports hp was "discombobulated" at the time of the event. Wife reports hp was treated prophylactically with ancef, unknown dosage, the next day at the unit, with no resulting injury.